Manufacturer narrative:
Reporter name and address and phone number.

Event description:
Received an electronic report from a hemodialysis user facility who has reported the blood pump tubing segment detached from the arterial line resulting in blood loss of 200ml. The facility was contacted where it was learned this event occurred 2 hours into the dialysis therapy. Once the event was detected, a new arterial line was set up on the machine and the dialysis therapy was resumed and completed as ordered. The rn drew a hgb serum post treatment and the results were within normal limits. The patient was discharged to home when the therapy was completed with no further ill effect from this event. The line was saved for evaluation.